Event description:
The customer reported that the heartstart xl was unable to acquire an ECG or shock. There was no report of pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.